Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as defective sample and reagent probes. The fse replaced the sample and reagent probes to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low patient results for some analytes of the comprehensive metabolic panel (cmp) and lipid panel, including, albumin (alb), blood urea nitrogen (bun), chloride (cl), creatinine (creat), glucose (gluc), potassium (k), sodium (na), protein, cholesterol (chol), alanine aminotransferase (alt), and alkaline phosphatase (alp) patient results generated with pl flag on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.